Event description:
This pt had a left total hip arthroplasty 12 years ago. She presented with increasing pain in her left hip. X-ray revealed advanced polyethylene wear of the total hip prosthesis. She was admitted to this facility for a revision of the left total hip. Intraoperatively, scarring and foreign body reaction was evident. The polyethylene shell was found to be loose inside the liner and had completely worn through the polyethylene shell to the titanium head, the chrome cobalt head had made an indentation into the cup and had worn a hole through the titanium shell. All components were removed and replaced.